Event description:
It was reported that the device displayed a message advising that a maintenance is needed. No case involved.

Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated, establishing a relationship between the event reported. Visual inspection of the returned device noted cracked rear casing. Functional evaluation of the device did not reveal any malfunction. The root cause was determined to be a damaged component. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation is now complete with no further action deemed necessary at this time.